Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07713; 2134265-2017-07714. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. There was no issue when the opticross¿ imaging catheter was used during the pre percutaneous coronary intervention (pci). However, when it was tried to use on post pci, automatic pullback was unable to perform right after it was initiated. Then the alleged device was removed from the patient's body, tried to check but manual pullback was also unable to perform. The procedure was completed with another with the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07713; 2134265-2017-07714. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. There was no issue when the opticross imaging catheter was used during the pre percutaneous coronary intervention (pci). However, when it was tried to use on post pci, automatic pullback was unable to perform right after it was initiated. Then the alleged device was removed from the patient's body, tried to check but manual pullback was also unable to perform. The procedure was completed with another with the same device. No patient complications were reported.